Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container was damaged. Staff noted the port ripped from the bag after pulling the spike off the bag. This was found after unspecified "drugs" were infused. There was no other damage to the bag. There was no patient involvement. No additional information is available.